Manufacturer narrative:
Patient code updated.

Event description:
It was reported that the ventilator shutdown and would not power back on. The customer reported that the ventilator was not in use on a patient at the time of the event occurred.

Manufacturer narrative:
The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened and an investigation will be performed.

Event description:
It was reported that the ventilator shutdown and would not power back on. It was reported that the ventilator was in clinical use at the time of the event occurred. There was no patient harm reported.